Event description:
It was reported that the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump reset was a built-in safety feature during a routine system check, which resets the microprocessors to ensure performance. The caller was educated on the necessary steps to manually restart cgm sessions and reload the cartridge. The customer successfully resumed insulin.